Manufacturer narrative:
Undisclosed injuries. Undefined device problem. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/10/2022. Additional b5 narrative: it was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2012 and mesh was implanted during which the surgeon noted the mesh had become detached and removed the mesh. It was reported that the patient experienced torn mesh, discomfort, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. It was reported that the patient had a mesh implanted on (B)(6) 2011 which was captured in a separate file.

Manufacturer narrative:
Date sent to the FDA: 06/25/2020. (B)(4). Corrected information: manufacturing site name. Additional narrative: it was reported that the patient underwent mesh revision on (B)(6) 2012 due to hernia recurrence, swelling, adhesion and pain.